Manufacturer narrative:
Unique device identifier (UDI): the bactiseal catheter (ID 821745) was returned for evaluation. Failure analysis - the connector was visually inspected; a crack was noted along the connector. The complaint was confirmed. The root cause for the issue reported by the customer is probably due to atypical force when attaching devices, as noted in the IFU, finger tighten only when attaching devices.

Event description:
N/a.

Event description:
A facility reported a bactiseal catheter (ID 821745) was placed on (B)(6) 2023. On (B)(6) 2023 the catheter was leaking at the distal end of the connector port that connects to the patient¿s ventricular catheter. The connection point was retightened and re-sutured at the proximal side, however, the leak continued. Due to the incident, the ventricular catheter was cut and re-secured.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The hakim valve (821745) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause of the problem reported by the customer is probably due to users¿ error by using atypical force when connecting devices and cracking the connector, as noted in the IFU ¿finger tighten only when attaching devices¿. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.